Event description:
It was reported that a new patient vital signs monitor was found to have an led indicator light on the front panel that did not illuminate properly. The light normally illuminates when the monitor's heart rate audible alarms are silenced by the user by pushing a button on the front panel.

Manufacturer narrative:
Investigation of the returned monitor confirmed the customer's claim. The consequence of this failure, an apparent manufacturing defect, is limited in that there is still visible indication on the monitor's display when patient alarm limits are exceeded even if audible alarms are disabled by the user. By default, all audible alarms are active when the unit is powered on. There was no patient involvement associated with this event, and no patient alarms were missed as a result of the failure of this led indicator light.